Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2021), g3. H11: b3, b5, d1, d4, e3, e4, g2. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six years and two months post a port placement in the right jugular vein, upon contrast injection, it was noticed that the contrast was allegedly extravasated into the right side of the neck. It was further reported that a catheter examination revealed a perforation of approximately fifty percent of the catheter diameter in the mid portion of the catheter. Furthermore, the patient allegedly had swelling and pain in the right side of the neck due to the contrast extravasation. However, there is no information on any medical interventions or medications provided to treat pain and swelling. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation and two photos were provided for review. Gross visual, microscopic, tactile and functional evaluations were performed on the returned device. Catheter wear and degradation was noted throughout the attached catheter. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the catheter were noted to be jagged and the surface was noted to be round and smooth in both regions. Upon infusion, a leak from the partial circumferential break was observed. The photo also shows a break in the catheter. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and the identified catheter wear and deformation issue. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2021), g3, h2, h6 (device). H11: h6 (method, result, conclusion) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately six years and two months post a port placement in the right jugular vein, upon contrast injection, it was noticed that the contrast was allegedly extravasated into the right side of the neck. It was further reported that a catheter examination revealed a perforation of approximately fifty percent of the catheter diameter in the mid portion of the catheter. Furthermore, the patient allegedly had swelling and pain in the right side of the neck due to the contrast extravasation. However, there is no information on any medical interventions or medications provided to treat pain and swelling. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six years and two months post a port placement, upon removal of the port, the catheter was allegedly found to have teared. It was further reported that the patient allegedly had swelling and pain in the right side of the neck due to the contrast extravasation. However, there is no information on any medical interventions or medications provided to treat pain and swelling. There was no reported patient injury.